Manufacturer narrative:
This report involves one (1) unknown tfna end cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a procedure with the retrograde approach for a femoral shaft fracture. Postoperatively, a non-union was noted. The patient had initially a tfna, that developed a non-union, that was subsequently exchanged for a retrograde nail from a different company. This report involves one (1) unknown tfna end cap. This is report 3 of 4 for (B)(4).